Event description:
During laparoscopy laser procedure-ovarian cystectomy, laser tip broke off. Apparently in pt's abdomen. Surgeon looked for it and irrigated cavity thoroughly. Tip not located. Co notified for inquiry about tip. Used grp-6, 10 watts. Laser time 6 minutes total. Coolant co2-laser set at .2-.4.